Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 19.8 cm to 19.9 cm from the connector pin exposing the outer coil consistent with lead friction to the device can. This is consistent with the observation from the field of noise.